Event description:
The customer reported broken capillaries after using the device. They stated a hcp confirmed that broken capillaries are permanent.

Manufacturer narrative:
A supplemental report will be submitted once investigation occurs.